Manufacturer narrative:
As of today, the lead is not available for analysis. The information you provided was carefully inspected. The analysis of the available episodes in the cardio report confirmed oversensing on the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the lead itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - the patient was in for a follow-up when it was noted there was oversensing in the rv. No revision has been done yet because the physician is waiting on a recommendation. There were no adverse patient side effects reported.